Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, it was noted that the set screw and sealing ring appeared loose in the atrial portion of the pulse generator. The right atrial lead had noise and high impedance. The lead was tested without issue but the lead issues were reproducible when the lead was plugged it back into the device. The device was not used and replaced. The patient did not have any symptoms or complications before or after surgery.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found.